Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker was already at six years remaining and the device was just implanted seven months ago. Boston scientific technical services (ts) reviewed and noted high rate atrial sensing. Ts then explained how can this affect the device longevity then suggested turning off the atrial sensing. To date, the device remains in service. No adverse patient effects were reported.